Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris texium closed male luer was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that leaks as described below and also team members forgetting to add the texium because it is not part of typical workflow which increases risk of exposure because it breaks the closed system.

Manufacturer narrative:
The customer reported issues with texium leaking, and also with having to attach the texium to non-bonded sets. One sample of material 11426964, lot 25015234, and one sample of material 10012241-0500, lot 25025394, both unopened. The two sets were assembled and infused with water, and no issues or leaks were observed. The complaint of leakage could not be verified. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.